Event description:
The customer reported to olympus that the evis exera iii colonovideoscope air/water valve was not working. The event occurred during a diagnostic procedure. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that there was foreign material in the nozzle. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a clog in the nozzle. In addition to foreign material in the nozzle due to insufficient cleaning, additional findings were: caution label was peeling; switch had no cut; the control knob right/left and up/down had excessive play; the distal end plastic cover had deep dents and scratches; the objective lens was peeling on cement; the bending section cover glue was cracked; the insertion tube had scratches, peeling, and snakiness; and the control body had missing color code. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.